Event description:
It was reported that the patient presented for initial implant. During procedure, the physician encountered a helix anomaly with the lead and the lead would not fixate. Several attempts were made but were unsuccessful and the lead was discarded. The patient was stable post procedure.